Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.